Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. One haptic was broken in the gusset area (not returned). Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the health care professional (hcp) "had to enlarge wound to remove and replace lens. This also causes increased astigmatism so the vision is not as clear but hopefully this will correct when I remove suture in six weeks". There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the cataract surgery with intraocular lens implant procedure, the lens found to be cracked 2/3 of the lens. Noticed during iol implantation while unfolding in eye. The iol was explanted from the patient and back up lens was implanted during the initial procedure. Additional information received and stated that, left eye was more painful post op as surgeon had to enlarge wound to remove and replace lens. This also causes increased astigmatism so the vision is not as clear but hopefully this will correct when I remove suture in six weeks.